Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device name was unknown once the data synchronization was done. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device name was unknown on the screen. A technical support specialist remoted into the server, undeleted the station, and confirmed success to resolve the issue. The system functioned as intended after the technical support specialist repaired the device.